Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) in the advancer tubing for evaluation. Visual examination of the sample revealed multiple kinks throughout the guide wire body. Both welds appeared to be present and fully spherical and the distal j-bend was straightened. Microscopic examination confirmed the welds were intact and the kinks in the swg. There were multiple kinks throughout the guidewire body. The overall length of the swg was measured to be 600 mm which is within the specifications of 596-604 mm per wire guide product drawing. The outer diameter of the spring wire guide measured 0.853 mm which is within specifications of 0.838-0.877 per wire guide product drawing. The returned guide wire was able to pass through an inventory ars and 18 ga inventory needle with minimal resistance. A manual tug test confirmed both welds are intact. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks throughout the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use. The patient's condition is reported as fine.